Event description:
The customer reported that there was no signal input and the system won't fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep troubleshot the system and did not find a problem. The system operates as intended.